Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the stenoscop system had water in the amplifier and they could not use it. No pt injury was reported.